Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse contacted the customer (via telephone) and advised the customer to replace electrode tips, and when onsite the fse replaced the carbon bridge which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that their dxc 800 pro analyzer generated high anion gaps on patient samples. Upon review of the customer provided data, one (1) erroneous high sodium (na) result was confirmed to be erroneous. There was no report of impact to patient treatment.